Event description:
A representative reported that a doctor ¿had an occlusion on the catheter¿ and the patient was on morphine and baclofen. It was discussed what dosage the patient could safely be put on, which was noted to be at the discretion of the patient¿s physician. It was later reported that a new pump was implanted and the patient was supposed to go back to see the doctor and set up another appointment for a catheter revision. It was later reported that the catheter issue was a leak at the spinal segment to the pump segment connection. The doctor was going to schedule a catheter revision at a later date.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A representative later reported that the patient was to be scheduled for a catheter revision. A healthcare provider later reported that the cause of the event was the catheter. The catheter was noted to have had a ¿break, tear, hole¿. A pump and catheter revision was scheduled for (B)(6) 2013. At the time of the report, the patient recovered without sequelae, and the patient did not require hospitalization.